Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported by the patient that they were needing assistance with recharging. Patient services was able to review general use of the recharger and the therapy with the patient. After getting the patient charged to 100%, they checked their system with their communicator and handset and saw a power on reset (por ,) was detected and the therapy had been turned off. The patient was able to clear the por as they were able to fully charge the implant on the call and turn their therapy back on.  The patient  also mentioned having a follow up doctor's appointment on the 23rd. Patient services noted that the patient did not specify what the battery charge had level had been when the por occurred, that the patient had initially stated on the call that the implant was at 90% once they were able to establish an excellent recharge connection and then it went to 100% on the call. The patient did mention that they had tried charging once before this time. There were no symptoms reported.

Event description:
Additional information received from patient. They reported that the cause of the por was due to the rechargeable ins battery draining/low battery. The issue has been resolved.

Manufacturer narrative:
H6: codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.